Event description:
It was reported that during implant attempt, while attempting to sub-select a specific coronary sinus vein, the physician dissected the coronary sinus body. Later, two left ventricular (lv) leads were attempted to be used, but the guidewire locked up in the leads during lead placement. There was a lot of resistance and friction while moving the guidewire through the leads. The physician believed that both of the leads were flushed with a half-saline, half-contrast solution prior to implant. A new lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4076 implantable pacing lead 2010 (B)(6). (B)(4).